Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause:insufficient information. Source: online review.

Event description:
Customer reporting false positive sars otc result (customer reporting 2 false positives - each event will be filed separately). Information received via online review and no contact received regarding information on symptomatic status or if confirmation testing was performed. Report 1 of 2.